Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge on their own and resumed insulin therapy, resolving the issue.